Event description:
Related manufacturer report number: 3003306248-2021-01075. There was a small mobile thrombus on rvad inflow cannula. The rvad was confirmed to be a centrimag rvad with oxygenator.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events, including the patient's outcome due to cardiogenic shock and septic shock, could not be conclusively determined through this evaluation. It was reported that the patient expired due cardiogenic shock and septic shock on (B)(6) 2020 following a complicated hospital stay from (B)(6) 2020. During the hospitalization, the patient received numerous transfusions due to gastrointestinal (gi) bleeding, a mediastinal hematoma, a gastric hematoma, and hypovolemic shock. The patient was intubated for airway protection secondary to tachypnea and altered mental status on (B)(6) 2020. Following an exploratory laparotomy on (B)(6) 2020, numerous clots were removed from the patient's chest. Multiple antibiotic medications were given, and the patient was diagnosed with a fungal bloodstream infection on (B)(6) 2020. The patient went into ventricular tachycardia multiple times during the hospitalization, and was treated with medication and cardioversion. The patient had a right ventricular assist device (rvad) in place with an oxygenator. A transesophageal echocardiogram (tee) revealed severe biventricular dysfunction on (B)(6) 2020. On (B)(6) 2020, computed tomography (CT) scans revealed evidence of cerebral vascular disease and hypoperfusion/infarcts to multiple viscera including the liver, spleen, small bowel, and kidneys. The patient was also on continuous renal replacement therapy (crrt) and had worsening liver dysfunction. On (B)(6) 2020, the patient transitioned to comfort care and died with family present at the bedside. It was reported that the patient was in no distress, and the death was not considered to be device-related. The device operated as expected, and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists bleeding, infection, right heart failure, other neurological event (not stroke related), cardiac arrhythmia, sepsis, respiratory failure, peripheral thromboembolism, renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also lists thromboembolism, arrhythmia, and neurological dysfunction as potential late postimplant complications. The IFU also states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired due cardiogenic shock and septic shock. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Event description:
As of (B)(6) 2020 it was reported that the patient was keeping epi at 0.04, attempted to wean fdo2 to 21%, and sweep 2 -> 1. Argatroban paused around 11:00am for supratherapeutic aptt (atiii deficient), oozing/bleeding around CT sites. Received total 3 prbc (packed red blood cells) and 1 ffp (frozen fresh plasma) total, raised fdo2 back up to 40% and sweep back up to 2.5. Restarted vaso and prn ne for map > 60. Rising leukocytosis to 80-90k and rising procalcitonin, given c/f biliary source of known enterobacter bacteremia and inadequate source control, ruq us done which showed cholelithiasis but no obvious biliary dilatation; CT cap also done and showed similar finding without peri-gb fat stranding or fluid. Ir and gi consulted, did not feel that based on imaging there are intervenable targets given appearance of gb/biliary system on imaging. As of (B)(6) 2020 gib with maroon color stool x8 in the morning, later only 1 bloody bm in the evening. Paused tf. Empirically started on caspofungin and vancomycin in addition to meropenem. Ip consulted for loculated r pleural effusion, can visualize a 2cm pocket in posterior r back, which would need patient to be in steep l lateral decub position for pigtail placement. Given hemodynamic instability, decision made to not place pigtail and continue empiric abx/antifungal. Transfused 3 unit prbc and 2 units plt (platelets) during the day, then 1 prbc and 1 plt during the night. Tapered hydrocortisone to 50mg IV q12h. As of (B)(6) 2020 there was no recurrence of maroon bm since day shift. Off ne gtt. Continue empiric vanc/mero/caspo. Cautiously restart high-bleeding risk heparin gtt following hal goal closer to 0.2, given that atiii functional assay was 70% yesterday. Will resume tf (transfer) as well at lower rate as well. 2 episodes of melena. Transfused 2 units prbcs. Intubated o/n for airway protection 2/2 tachypnea and altered mental status. As of (B)(6) 2020 anticoagulation held in the setting of gib. Discontinued caspo and vancomycin. As of (B)(6) 2020, improving lactate, sweep decreased to 4 & rr to 16. Increasing clevi requirements. 2 units of plt transfused. Tpn (total parenteral nutrition) initiated for nutrition. As of (B)(6) 2020 epi and hm gtt being weaned. Added dobutamine 2.5mg to help wean clevi/epi. Wean sweep as much as possible with serial blood gases. Started hep gtt for anticoagulation. Started trickle feeds. Adjusted pain regimen to po oxy and dc dilaudid infusion. Overnight, bcx from 8/1 + gnr. Crrt pull for net negative. As of (B)(6) 2020 septic picture: tachcyardic and hypotensive with unchanged flows, lactate increased to 4 - 750 normosol, vaso gtt added (changed to levo for persistent low maps), dobutamine dc'd. 100 hydrocort. Pan cx with beta d glucan, vancomycin/caspo/flagyl started. Ruq us then CT cap -> c/f pneumatosis and colitis-> or for ex lap with no acute findings, abdomen left open. Ngt (nasogastric tube) for decompression. Elevated lipase. Worsening ggos in lungs. Sent cortisol in am. Dvt studies ordered. Persistent thrombocytopenia and elevated wbc (white blood cells) -> sent off smear and diff. At3 downtrending. Pulling gently on crrt iso wet cxr and rising cvp. Suppository for bm. As of (B)(6) 2020 the patient was sent to the operating room for abdominal washout and closure (bowel healthy) bronch and bedside chest us both neg. CT c/a/p: massive mediastinal hematoma, gastric hematoma, free blood in peritoneum, worsening left lung ggo, lll collapse. Gen surg consulted, ntd for now. Increased vad speeds 5700->5800. Rising lactate and low h/h (hemoglobin and hematocrit) post op-> albumin x1l, prbc x4, started hydrocort 50 q6 since still hypotensive after volume on epi and vaso. Increased epi to 0.06, back on levo. Keo tube advanced. As of (B)(6) 2020, lvad flow increase to 5900 rpm, goal to wean epi down to 50. Multiple transfusions for hypovolemic shock: 3 reds, albumin 250, normosol 500. Cta: stable known hematomas without extravasation. As of (B)(6) 2020 epinephrine weaned from 0.06 to 0.05mcg/kg/min and pulling gently on cvvh. Overnight, vad and rvad volumes equalized, to which two reds and albumin 500cc. Beta d glucan positive but bal negative and galactomannan normal. Remains on broad coverage. Anticipate chest washout. As of (B)(6) 2020: am mediastinal washout, numerous clots removed and sent for culture, post-washout tee: severely dilated and dysfunction with underfilled lv, septum bowing to left despite increasing inotropes and fluids (1l albumin, 500 albumin, and two reds); rv (right ventricular) dilation worsened after hematoma evacuation; also corrected am acidosis (but did not improved rvd); four chest tubes placed (two bilateral, two meds). Arrived on epi 0.08, ne 10. 500 normosol for rvad suction; 2 reds given for hgb 7.2. Bivad tee mini-ramp: rv remains dilated but more decompressed, ivs bowing slightly to right with increasing rvad speed/flow (to 4.3l) without corresponding increase to lvad flow (remained at 4.3l and rpms increased to 6100), cxr showing left upper lobe consolidation --> bronch with mild bloody secretions suctioned from rll and left side --> cxr with worsened apical consolidation --> chest tube 1 stripped with 320 of clot/drainage evacuated, 5 reds, 2 cryo given for chest tube output (relateively high - 200cc per hour in first few hours) o/n: continued mtp -> CT likely clotted off (suctioned w/out response) & l chest filled with blood. Lvad flows ~4.8, rvad ~4.3 maintained with belmont, total products: 7 prbc, 7 ffp, 7 plt, 2 cryo. As of (B)(6) 2020 - added methadone 2.5 tid, stopped tenex. Went into vt, self terminated after 3 minutes. Switched to crrt even, started amio bolus + gtt, gave 1 unit prbc. 1/2 bcx 8/12 +vre, switched vanc to dapto per ID. Went for chest washout and rvad oxygenator replacement. Worsening tcp, consulted hematology, got 4 units plt. As of (B)(6) 2020 increased rvad flow to 3.8l, lvad flow to 5.2. Epi weaned to 50. Ordered ivig 1g/kg once. Flow cytometry negative for malignancy. Og placed. Continuing crrt neg 200. Ue us without clots. Decreased hydrocort to 50 q12. Palliative care consulted. 2 units plt today. As of (B)(6) 2020 CT showed worsening r hemothorax and enlarging intraabdominal hematoma. Otherwise without evidence of ischemia, sbo, perforation, biliary pathology, vascular obstruction. Ordered hida and ruq. Ongoing severe thrombocytopenia, 2 units plt, 5 -> 13, 1 unit more. Weaned hct to 25 q 12. Planning to place keo for tf as of (B)(6) 2020, pi low, rpm decreased to 5700 and albumin given. Went into vt with map > 60, cardioverted successfully w 200j. Plt 4 -> 13, gave 1 unit plt. Pulling neg 100-200 per hour as of (B)(6) 2020, af/rvr , cardioverted back to nsr, then back to af/fl by rounds, rates 90s. Got 5 units plt / 24 hour. No bm in 8 days -> kub ordered shows possible ileus.. Attempting to wean rvad oxygenator, increased vent settings to compensate. Tpn held at mn for hida. Chest washout with post op hypotension, transient use of vaso, 2 prbc, 2 platelets. Fungemia as per blood cultures given ambisome x 1. As of (B)(6) 2020, rij/cordis removed for bacteremia/fungemia. Caspo transitioned to ampho. 1 plt, 1 red given. Ruq unequivocal. Bedside tte: no ai, no tr, no mr, septum midline. As of (B)(6) 2020, polymorphic vt (ventricular tachycardia) multiple times, shocked x3 back into aflutter with rvr. Given amio 150, 1 unit prbc, 4g mg, lido gtt increased to 1.5. Stopped epi, added levo. Peep decreased to 12 to decrease pips. Had several melanotic stools (hb stable) as of (B)(6) 2020, high triglyceride levels therefore dc'ed lipids, increased versed in hopes of coming down on prop. Lido gtt increased and po amio added for vt. Discontinued ampho per ID. Added midodrine. As of (B)(6) 2020, several episodes of vt requiring shocks with 200j. Increasing sedation requirements helped prevent vt. Electrolytes aggressively repleted. As of (B)(6) 2020,the vad team began weaning steroids (12.5mg bid for 2 days, then 12.5mg daily for 3 days). Weaning prop due to elevated tg (triglyceride). Shocked 5 times for vt --> ep aware and will try to see the patient again today for any further recommendations. Overnight, no more vt. Neg 1.5l, low pis and inc ne gtt>>was letting be +ve. Per rn reportedly I/os not doc correctly was actually +1.6l. Pulling again as able on crrt-weaning prop . Lactate slight uptrend as of (B)(6) 2020, the vad team began weaning sedation, went into vt multiple times. Shocked at least 5 times with pushes of prop, neo, mag, and amio 150 blolus. Sedation back up, methylene blue for vasoplegia, 1 unit reds and albumin 250 for rising lactate, formal tee done: no evidence of ra or rv clot, attempted left subclavian tlc, no luck. Consulted PICC, ordered bcx, lue us dvt neg, o/n: runs of sustained vt>>dccv 10x @200j, ne back to 13, vp .04, inc sds 50 q6h, add neo gtt>>wean ne gtt, lactate uptrending, albumin 250x3, ffpx1, repeat bld cx, tobra ivx1 dose per ID recs, repeat ruq us, tee read with sev biv dysfxn, small mobile thrombus on rvad inflow cannula, inc rvad rpm to 3800, flow 4.5lpm for rising lactate, consider inc lvad if continues to rise. As of (B)(6) 2020, pupillary dilation and decreased npi, ncc consulted CT h/neck angio: no major head bleed, minor sdh of r-frontal sulci, evidence of cerebral vascular disease. Rising lactate, gen surgery consult CT c/a/p w/ contrast: diffuse evidence of hypoperfusion/infarcts to multiple viscera (liver, spleen, small bowel, kidneys). Hyperkalemic 2/2 cellular necrosis bradycardia/asystole and reduced pi values. Hypoerkalemia treated. Levo 5 to 15, vaso 0.04, tube feeds stopped, increased bivad speeds. Gen surg ex lap - bowel appeared viable, closed abd. Worsening metabolic acidosis with lactate >15, ast/altmarkedly elevated. Stopped tpn, amio po with liver dysfxn. Oozing from abd incision post-op, chugging on rvad - prbcx12, ffpx16, pltx5, cryo x2. On (B)(6) 2020, the patient's family arrived at 1:00am. Family discussions w/ CT surgery. Request to transition to comfort care. Patient transitioned to comfort care and died with family present at bedside. Patient was in no distress. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.